Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased from a fill estimate of over 120 units to over 60 units after the delivery of 2 units of insulin. Reportedly, the cartridge was filled with 150 units of insulin. Blood glucose level was 200 mg/dl.